Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
A company representative reported having problems with his serial adapter cable for his programming system as he suspects that it is causing delays for him during his cases. A replacement cable was requested and provided. Additional information was received that the programmer would say that it can't communicate with the wand and would not work in the operating room. The serial cable was replaced and no other issues were observed after that. The suspect serial cable is expected to be returned but has not been received to date.

Event description:
The suspect usb white serial cable was received on 11/08/2016. An analysis was performed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with an open wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.